Event description:
A patient with a previous total knee arthroplasty presented with joint laxity. The surgeon removed a cyst from the back of the patient's knee then examined the knee components and determined they were in great shape. While the knee was open, he performed a routine replacement of the poly insert. This company performs a routine examination of explant materials returned from surgeons. This MDR is based on new information received on 14-nov-2020 when the customary examination of the insert revealed that wear was higher than expected for a tibial insert at 4 years in-vivo. The initial report did not indicate an issue with the tibial insert. A review of the device history record notes no material nonconformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.